Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture bake grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "pain and rupture". Device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown. Patient reported "pain and rupture". Healthcare professional reported later "rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade unknown. Patient reported "pain and rupture". Healthcare professional reported later "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure deformation crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.